Event description:
The implantable neurostimulator turned on once when the patient twisted a certain way. In a separate event, the device turned on after a heavy bout of coughing. Stimulation was fine otherwise. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
For turning on by itself.